Event description:
It was reported that during a laparoscopic cholecystectomy procedure on the first firing the clip was not aligned in the jaws properly. When the device was fired the clip was criss-crossed, not parallel. It is not known if a cholangiogram was used with this procedure. The case was completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what is meant by clip not aligned in the jaws properly? Clips did not feed into jaw correctly, they were angled. Did clips partially feed? Ni. Did clips sideways feed? Ni. Was device fired over another clip or hard structure? The device was not fire over a hard structure. Was there any torquing or twisting of device while firing? There was no torquing or twisting of the device noted. The analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining 8 clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. During analysis the jaws opened and closed as intended. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.